Event description:
Before the physician inserted the iab he noticed a wrinkle in the balloon wrap, but decided to insert it anyway. When the iab was connected to the pump blood was noted in the iab. During the attempt to exchange the iab over a wire guide, the wire guide "curled up" inside the balloon. The iab was removed and there were no pt complications.